Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 10.4 cm. Full breach insulation degradation was found 4.5 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.